Event description:
Our son had a seizure due to severe hypoglycemia. He is a type 1 diabetic who has the medtronic 670g that is on recall with the clear ring. We had to administer glucagon. He suffered injuries from his seizure. FDA safety report ID# (B)(4).